Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units on (B)(6) 2017, and when the customer awoke on (B)(6) 2017, the insulin gauge displayed 110 units. The customer reloaded the cartridge successfully and received an accurate fill estimate. The customer reported blood glucose level was 265 mg/dl, and was addressed with a correction bolus.